Event description:
During service of product a motor stall with low pressure alarm was found, due to transistors q8, q9, q10, q12 on the motor board being out of specification. Replaced q8, q9, q10, q12.